Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the procedure involved treating a calcified right coronary artery (rca) lesion. An attempt was made to cross through two previously implanted stents with the first 2.5x8 mm promus, but was unable to cross. The sds was removed and after predilation wad done, the physician went back in to implant the promus stent, but it was realized that the stent was not on the balloon. Under fluoro the stent was seen within two previously placed stents and was successfully deployed using multiple balloon inflations. The target lesion has been predilated and another 2.5x8 mm promus attempted to cross all three deployed stents, but was unable to cross the stents. The sds was removed and it noticed that the stent was not on the balloon. The stent was seen under fluoro hanging out of the ostium into the aorta. While attempting to balloon the stent, it embolized and got knocked loose into the aorta. The physician lost visual of the stent; it is somewhere in the vascular system. No additional event or pt info is available. No pt effects were reported. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
The second promus everolimus eluting coronary stent system is being filed under the same MFR number.